Manufacturer narrative:
Past life expectancy 2012. Replaced damaged head. Cleaned and lubricated handpiece.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event customer indicates the files will not latch/hold in their aseptico mini head contra angle. The event outcome is unknown as of this MDR evaluation.